Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer's display was unresponsive or the stylus was non functional. It was noted that the stylus responded correctly on the touch screen. It was noted that the keyboard slide rail on both sides and the cord bay latch were broken. Additionally the lower case had a crack and the cooling fan was noisy. An electromagnetic interference repair was performed as a preventative measure. The software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's display was unresponsive. It was noted that the display or the stylus was non functional. There was no patient involvement.

Manufacturer narrative:
It was further noted that the bullets assembly was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.